Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information while inserting a urinary catheter into a child for a cystography, difficulty was encountered in passing the bladder sphincter, as the child was particularly under tension. The catheter balloon, which had been tested prior to insertion and found to be intact, was inflated without any apparent difficulty. When the mandrel was removed, unusual resistance was observed, associated with torsion of the catheter tip. The catheter was removed by exercising above-normal force. During the radiological examination, the radiologist noted that the catheter was not in place and that the balloon was inflated at the level of the urethra. The catheter was then removed in the radiology department. The incident led to the postponement of the patient's examination.

Manufacturer narrative:
According to the complaint description, the lot number is available but not the sample. After receiving this complaint, we searched for other complaint and we found one other complaint on the same defect "difficulty to remove the mandrel" on the lot number. Unfortunately without sample from our customer we cannot do more than documentary investigation which didn¿t reveal any anomaly recorded during production checking quality database revealed no anomaly in connection with the described defect.

Event description:
According to the available information while inserting a urinary catheter into a child for a cystography, difficulty was encountered in passing the bladder sphincter, as the child was particularly under tension. The catheter balloon, which had been tested prior to insertion and found to be intact, was inflated without any apparent difficulty. When the mandrel was removed, unusual resistance was observed, associated with torsion of the catheter tip. The catheter was removed by exercising above-normal force. During the radiological examination, the radiologist noted that the catheter was not in place and that the balloon was inflated at the level of the urethra. The catheter was then removed in the radiology department. The incident led to the postponement of the patient's examination.